Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic sphincterotomy, the subject device was used. In the procedure, the cutting wire of the subject device broke and it caused a flame and a spark from the subject device. The superficial organ of the digestive was burned, and bleeding occurred. The patient was treated with medication. There was no other information reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical system corp. (Omsc) for evaluation. On may 1st, 2018, omsc confirmed that the cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The cutting wire contacted the tissue at a point. The device was activated under the condition of (1), a spark occurred. Then, a part of the cutting wire became extremely hot, resulting in breakage. Omsc assumed that the reported bleeding occurred due to the burn in the digestive. Also, omsc thought that the output setting value of the electrosurgical unit was low. Therefore, it took longer time than usual to cut the papilla, and the digestive was damaged by high-frequency heat, which might cause the burn and bleeding. The instruction manual of the device has already warned as follows; since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When applying the current, do not use an excessive/insufficient amount of conduction. Doing so could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.